Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen via an implanted pump. It was reported that in pre-op, prior to their routine pump replacement procedure, the patient reported increased stiffness. There were no environmental, external, or patient factors that may have contributed to the issue. At the time of the pump replacement, the physician attempted to aspirate the catheter and was unable to aspirate. The physician then performed a full system replacement, replacing both the pump and catheter. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6)2018 explanted: (B)(6)2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-dec-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.